Event description:
It was reported that there is a hole in the insulation of the unit. It is located an inch away from the tip.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.